Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, while testing the device, it was found that the rotation knob has broken off the device. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with fifteen clips remaining in the shaft. Inspection of the returned image noted that the rotation collar was separated from the body and was loose on the instrument shaft; however, the rotation collar was in the proper position on the returned instrument. The collar was rotated repeatedly and remained attached to the instrument handle. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged rotation collar may occur if manipulated excessively during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.